Event description:
The patient reported an elevated blood glucose reading of approximately 400 mg/dl with her normal reading being 100-120 mg/dl. She stated her insulin infusion device displayed an 04 (occlusion) message that she could not clear. She stated she did not feel well, but had a headache and felt nauseous. The patient said she was able to correct her blood glucose by switching to her backup infusion device and running a 10 unit bolus of insulin. During troubleshooting, the patient stated she changed her infusion device batteries and her infusion set, but the infusion device continued to display the occlusion message. She stated she did not know how long she has had the piston rod and adapter. The patient was able to successfully bolus during the call. She said she changed the infusion headset and tubing once a week. The patient was advised to change the headsets every 3 days and the tubing every 6 days accordance with product labeling. She stated her infusion set became disconnected from her body while she was sleeping and she woke up with the bed wet. The patient stated she feels the infusion device is not delivering properly. The patient was sent an additional adhesive, piston rod and adapter along with a replacement infusion device. On follow up, the patient stated she is doing fine and has no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.